Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of bone impingement.

Manufacturer narrative:
Pending evaluation concomitant device(s): equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / sn# (B)(4)).

Event description:
As reported, on a (B)(6) 2020 a (B)(6) male patient experienced a revision due to the humeral liner disassociated from the humeral tray which resulted in a dislocation. Patient was last known to be in stable condition following the event. The initial implant date is unknown. Devices will be returned to the manufacturer. Equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / sn# (B)(4)).